Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired and after removal from the tissue the jaws would not open for another firing. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.